Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannulas was not present from taking it out of the package. The sensor was replaced but not returned for analysis. The blood glucose reading was not known.